Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No device returned.

Event description:
It was reported that the customer had plugged the power charger into the wall outlet which caused it to spark and catch on fire. There was no impact to customer's blood glucose level. It was indicated that the customer was able to charge the pump with an alternate charger.